Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was on (B) (6) 2008. During the procedure, a 3.0 x 28 xience v stent was deployed in the mid left anterior descending (lad) lesion. A 2.5 x28 xience v stent was deployed in the mid ramus lesion, and a 2.5 x 28 xience v stent was deployed in the proximal ramus lesion. There were no pt or product issues noted at the time of the procedure. However, on (B) (6) 2009, the pt returned with chest pain during exertion, similar to pain prior to stents in (B) (6) 2008. Coronary angiography was performed revealing positive biomarkers. The pt was admitted and underwent intervention for in-stent restenosis the proximal ramus. The outcome of the adverse event resolved on (B) (6) 2009, and the pt was discharged from the hospital the same day. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.